Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device. The device was performing as programmed and there is not an alleged malfunction on the device. The patient's medication was adjusted to resolve the event. The patient was stable and will continue to be monitored.